Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure (batch no. B26266) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: magnesium. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced neck pain ("neck pain"), 5 months 18 days after insertion of essure. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("trapezius muscle pain"), headache ("headaches"), pruritus ("itching (back)"), fatigue ("chronic fatigue"), vision blurred ("blurry vision"), vertigo ("vertigo"), musculoskeletal pain ("muscle and joint pain"), sleep disorder ("sleep disorder"), dyshidrotic eczema ("dyshidrosis (foot)"), memory impairment ("memory impairment") and forgetfulness ("forgetfulness"). The patient was treated with surgery (essure removal via total hysterectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, neck pain, back pain, headache, pruritus, fatigue, vision blurred, vertigo, musculoskeletal pain, sleep disorder, dyshidrotic eczema, memory impairment and forgetfulness outcome was unknown. The reporter provided no causality assessment for back pain, dyshidrotic eczema, fatigue, headache, medical device removal, memory impairment, musculoskeletal pain, neck pain, pruritus, sleep disorder, vertigo, vision blurred and forgetfulness with essure. The reporter commented: she has difficulty performing simple tasks and concentrating on days when she was very fatigued. On (B)(6) 2021 she reported she has physiotherapy, osteopath, etiopath appointment and she has been submitted to the following procedures: microkinematography - cervical x-rays and magnetic resonance imaging - hypertension treatment - bone setting sessions - massages - modification of visual correction. Lot number: b26266 manufacturing date: 2013/04 expiration date: 2016/04/30 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-feb-2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure (batch no. B26266) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: magnesium. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced neck pain ("neck pain"), 5 months 18 days after insertion of essure. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("trapezius muscle pain"), headache ("headaches"), pruritus ("itching (back)"), fatigue ("chronic fatigue"), vision blurred ("blurry vision"), vertigo ("vertigo"), musculoskeletal pain ("muscle and joint pain"), sleep disorder ("sleep disorder"), dyshidrotic eczema ("dyshidrosis (foot)"), memory impairment ("memory impairment") and forgetfulness ("forgetfulness"). The patient was treated with surgery (essure removal via total hysterectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, neck pain, back pain, headache, pruritus, fatigue, vision blurred, vertigo, musculoskeletal pain, sleep disorder, dyshidrotic eczema, memory impairment and forgetfulness outcome was unknown. The reporter provided no causality assessment for back pain, dyshidrotic eczema, fatigue, headache, medical device removal, memory impairment, musculoskeletal pain, neck pain, pruritus, sleep disorder, vertigo, vision blurred and forgetfulness with essure. The reporter commented: she has difficulty performing simple tasks and concentrating on days when I am very fatigued. On (B)(6) 2021 she reported she has physiotherapy, ostepath, etiopath appointment and she has been submitted to the following procedures: microkinesitherapy - cervical x-rays and magnetic resonance imaging - hypertension treatment - bone setting sessions - massages - modification of visual correction. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.